Manufacturer narrative:
Calibration signals from (B)(6) 2017 were generally high. The customer does not adhere to recommended calibration frequency. Third party quality controls (qc) for level 2 and 3 were within the customer's acceptable ranges on (B)(6) 2017. Level 1 qc results were not provided. The customer does not visually check for fibrin or clots in samples but instead relies on the modular pre-analytic system check. This is not recommended. The alarm trace shows numerous sample quality issues (e.g. Sample duplication error). This could be related to bubbles, incorrect liquid level detection or other sample quality issues. Performance testing after the event was within specification. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The most likely root cause is related to sample quality indicated by the numerous errors in the alarm trace. An additional root cause may be insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(4). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The site runs hcg+b in duplicate, so the issue was detected before reporting the result. An aliquot tube from the modular pre-analytic (mpa) system was run on the e601 module and the initial result was <1 miu/ml. The repeat result was >10,000 miu/ml. The sample was then run on another e601 module and the result was 23,363 miu/ml after an on-board dilution. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 210151. The expiration date was not provided.